Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and four months post filter deployment, computed tomography (CT) revealed an inferior vena cava filter was with its tip above the right renal vein orifice and below the left renal vein orifice. Note was made of extension of one of the struts into the right renal vein extending for a distance of 3.5 cm lateral to the inferior vena cava extending into the midportion of the anterior right kidney. In addition, a strut fracture was noted which was displaced and lied posterior to the right kidney within the posterior pararenal space. The infra renal inferior vena cava was completely collapsed at the level of and below the filter indicative of inferior vena cava thrombosis. Two additional struts had perforated the lateral wall of the inferior vena cava and extended into the retroperitoneal fat for a distance of 2.3 and 1.5 cm. The apex of the filter was tilted anteriorly and lied along the anterior wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years post filter deployment, it was alleged that the filter tilted, struts detached, perforated and the patient was diagnosed with thrombosis at the level of filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.